Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the fifth dwell cycle of peritoneal dialysis therapy. The technical service representative (tsr) assisted the patient in clearing the alarm. The patient indicated that they would complete therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.